Manufacturer narrative:
The reported field event of sensing and loss of capture anomalies were confirmed by reviewing the data stored in the device image. However, the cause of the anomalies could not be conclusively determined. The device behaved normally and according to its programmed settings. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Event description:
Additional information received indicated the patient was comatose and later passed away due to cardiogenic shock. There was no allegation the rv lead or device caused or contributed to the patient's passing.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13688. Patient hospitalized for a slow ventricular tachycardia (vt). Upon investigation, a loss of capture was observed on the right ventricular (rv) lead. The physician suspected the loss of capture may have contributed to the vt. The device was reprogrammed, however, later the patient entered cardiac arrest. The device did not deliver a shock due to undersensing of the vt. The cardiac arrest was resolved and the patient was then stabilized.